Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 4 days (B)(6)2025 per time stamp). On (B)(6)2025 at 06:44:40, 06:44:43, and (B)(6) 2025 at 05:36:51 the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~1-3.8v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored each time. The backup battery was able to provide power to the controller during these events. The alarm did not affect the system controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. Additional information provided stated that the serial number of the mpu is unknown and the unit was not exchanged. It is unknown if the mpu had a v-lock connector, if the ac power cord came loose, or if there was a loss of power to the house. The patient expired due to a stroke that was not considered to be device related. The device operated as expected. A root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the log file captured multiple no external power alarms between (B)(6)2025. The no external power alarms were occurring while on mobile power unit (mpu) power. The log file appears to show a loss of power to the mpu. The pump continued to operate at the set speed and was supported by the system controller's emergency backup battery until external power was restored.